Event description:
Pt status post supracricoid laryngectomy with a history of carinal cancer was undergoing a routine bronchoscopy to re-evaluate her carinal area and remove any suspicious lesions. The nd:yag laser was set at 15 watts. A 600 micron bare fiber was being used. It is not known at this time whether the plastic sleeve at distal end of the fiber was removed prior to the firing of the laser. The laser operator used the default setting of 96% fiber transmittance instead of performing the optional preoperative calibration of the laser fiber. Fio2 was at 100%. Upon insertion into the bronchoscope and initial firing of the laser, there was a flash. The fiber was immediately removed. The pt sustained a subglottal mucosal burn. It is felt that one of the probable contributing factors in this incident was the failure to remove the plastic cover at the distal end of the fiber. The cover is not easily visible as it is made of clear plastic. This report is being made in order to recommend that the cover either be color coded, made of a different material and/or made larger so that there is a visual reminder to remove the cover.